Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, there was an open front pulse wire in cable connecting the distribution node to ECG a and b and the front therapy electrode. The open wire was between ECG a and the front therapy electrode. The cause of the failure is the open pulse wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional therapy electrode pads.